Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's controller was displaying settings not available. The patient reported that they were getting good coverage, then suddenly was unable to use one program on his device. He continued to get, therapy settings not available. He tried taking out the battery pack, reducing stimulation to zero and then increasing, but the message would not remove. The patient reported no accidents or falls, only severe coughing and movement of his neck and head, which may have cause possible disruption of the occipital lead. The patient came in for reprogramming and one electrode used on all programs was out of range. The rep programmed around this electrode and the patient obtained good coverage and did not have the error message. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Additional information received stated,serious injury/surgical intervention did not occur. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep clarified that surgical intervention did not take place. The cause of the out of range electrode is possibility due to the patient's excessive/aggressive coughing interrupted the impedance/signal. No additional actions have been taken besides reprogramming around the electrode that is out of range. No further information was reported.

Manufacturer narrative:
Correction: h6, additional review indicates that device code c63124 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.